Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response and button error alarms was noted. The root cause was unable to be determined due to the insulin pump preservation. We were unable to perform functional tests including prime/a33, displacement, rewind, basic occlusion, occlusion, and excessive "no delivery" alarm tests due to keypad anomaly. We were unable to perform data analysis due to the insulin pump being received without a battery in the battery tube. No data was available on the insulin pump.

Event description:
It was reported that the customer had passed away on (B)(6) 2009. The cause of death was heart attack. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did not know the customer's blood glucose at the time of passing; he stated that the death was many years ago. No further details were provided by the caller.